Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, abnormal low high voltage lead impedance was observed on the rv lead. Patient was asymptomatic. Physician elected to monitor the lead. Patient was stable.